Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse performed troubleshooting on the 0-degree endoscope, however no issues were observed. The customer stated they had the same issue approximately one week previously with a 30-degree scope that was returned for RMA. Fse replaced the endoscope controller (ec). Isi received the 0-degree endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the customer reported complaint. Upon visual inspection, holes were noted in the teflon wrap, and the endoscope adapter was found damaged. No issue was noted with either image. The heat shrink was observed to be too short.

Event description:
It was reported during a da vinci-assisted ventral hernia surgical procedure, interference was experienced when firing the cautery instrument. The customer started to covert the case to laparoscopic surgery before calling intuitive surgical, inc. (Isi) technical support. The customer declined to troubleshoot with an isi technical support engineer (tse). Prior to the call, the customer stated the monopolar instrument cord was replaced and they moved the erbe power cords from one outlet to another, however the issue persisted. Tse reviewed live system logs and observed video loss errors in the logs, pointing to the endoscope. Tse stated that the issue is likely specific to the endoscope and recommended discontinuing use. The procedure was completed laparoscopically with no reported injury to the patient.